Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery of the right coronary artery. A 2.25x24mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and with shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery of the right coronary artery. A 2.25x24mm promus element¿ plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.